Event description:
During the procedure the physician used a wilson-cook cotton cannulatome to perform a sphincterotomy. When bowing the distal end of the device in preparation to make a cut, the cutting wire broke and detached in the pt's duodenum. The detached portion was retrieved from the pt by suction. Post procedure, the pt's condition is reported as good. Evaluation of the returned device confirmed the report. The cutting wire has broken near the distal end, rendering the device inoperable. The cutting wire is also broken at the proximal end. The remaining portion of the cutting wire measured 5 mm in length. The detached portion of the cutting wire was not included in the return. After a review of the device history record for this device, co can report that no discrepancies or anomalies were observed. Co was unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: co can report that a break in the cutting wire can occur if the distal end of the device is over-flexed, if the handle is manipulated with the catheter in a coiled position or if the device was shaped manually. The instructions for use caution against using the device under these conditions. In addition, cotton cannulatome is provided with a pre-curved stylet in the distal tip to aid in optimal orientation, thus obviating the need for manual formation. Additional info provided with this report indicates the distal end of the device was not manipulated with the catheter in a coiled position nor was it manually shaped. The second break and detachment could have occurred if the cutting wire became lodged on the elevator during removal of the device from the endoscope. Corrective actions: a formal corrective action has been initated to address breakage of the cutting wire at the distal end. Prior to distribution, all cotton cannulatomes are subjected to a visual inspection and functional test to ensure proper actuation of the cutting wire and device integrity.